Event description:
On 7/13/2006, ace study surveillance form received from clinical. Pt was hospitalized due to infection. No other information from physician, system still implanted and follow-ups received from center. On 7/18/2006, contacted physicians office. Infection was on the incision area, but not in the pacemaker pocket. Patient was treated successfully with IV antibiotics and released. Device did not need to be explanted and remains implanted. This is part of a system that includes: selox sr 53, sn: 24134596, MDR# 06-0143. Selox sr 45, sn: 24136066, MDR# 06-0144. Review of clinical studies showed that this did not have an MDR report.